Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the he was unsure which insulin to use in the insulin pump. Blood glucose level on the morning of the call was 460 mg/dl due to not taking insulin as needed. The insulin pump was not replaced or returned for analysis.